Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient getting messages. Pt stated they had been having a lot of trouble getting the therapy to work on their right side, especially the way it should. Patient said the therapy works great on the left side and down the middle, but on the right side they have a little bit of trouble. Pt states at times hard to stop the pains he gets from this.  They kept getting messages including software problem 1-intellis 2-3.6 3-58 4-qf_new which started probably a month or 6 weeks ago. Patient also said it has taken them 5-6 hours to charge the implant instead of the 1-2 hours it used to take. Pt states at times the message appears quickly other times takes awhile. During the call pt noticed his device wasn't working like it should be but had to turn back on the stimulation and increase the settings. Pt states just noticed this today. Agent reviewed device may need to be adjusted. Pt states loses connection easily when charging. Patient reset the controller both ways when they try to charge and it keeps taking them back and over again to get it to reset. Agent advised to reset controller and after reset confirmed blinking green light and both batteries were at 100%. The troubleshooting steps that were taken on the call resolved the issue. Pt will monitor and call if the issues continue or get worse.  No symptoms reported to be associated with the controller.